Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 419 mg/dl with polyuria, polydipsia and nausea associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/21/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 4:24pm and the pump was manually suspended on (B)(6) 2016 at 4:25pm and deliveries were never resumed. The total daily dose added up correctly and equaled the programmed basal rate target. ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred during the investigation. The total daily dose reflected 24u after a 24hr on 1u/hr duration test. The pump performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.